Event description:
It was reported that the patient presented to their physician with inconsistency effectively activating the cuffs of their artificial urinary sphincter (aus). The physician noted that there was fluid in the system but they were not consistently coapting the urethra due to suspected atrophy. A surgical procedure was performed wherein the existing 4.0 and 4.5 cm cuffs were explanted and replaced with a single 4.5 cm cuff. No further patient complications were reported.